Event description:
The device was placed in late july 2012. Patient's oncologists office sent the patient back to interventional radiology for port dye study appproximately one month later due to catheter malfunction. The port was fractured. Patient was not in distress but underwent procedure to remove a piece of the needle that remained as a foreign body.